Event description:
The customer reported that while running an hcv assay, ortho summit sample handling system failed to add sample and diluent to well b2 and no error message was issued to the user. The customer aborted the plate and a field service engineer was dispatched. The engineer replaced the plunger clamp and tip clamp in position 2. No death or serious injury was associated with this event.